Event description:
During a laparoscopic anterior resection procedure, the device was fired completely with complete donuts (proximal & distal) and no problem of leakage test, but two days after the surgery, the patient was quite sick and needed an emergency operation, and it was found that a leakage at the anastomosis. Not noted how case completed.